Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 for a high blood glucose level over 600 mg/dl. Customer stated that he woke up and ate breakfast, but by mid-afternoon, his blood glucose level was over 600 mg/dl. Customer was feeling lethargic and was supposed to see their health care professional on monday. Customer stated that there was a 911 call and they are still in the hospital. Customer was wearing the pump at the time of the 911 call. Customer is currently being treated at the hospital. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.